Event description:
A report was received that a pt underwent a pocket revision due to the ipg rubbing on the pt's skin inside the pocket making it uncomfortable after losing weight (not device related). The physician chose to replace the ipg as a precaution as the pt is prone to infection and also prescribed keflex antibiotics. Th pt is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned for eval.